Manufacturer narrative:
D10: part cmc1342p, lot c103081 (roi-c coated implant 12x14x6) without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that after cage insertion, a pilot hole was drilled to full depth with an awl, but the anchoring plate was not able to go in all the way. The plate was discarded, the depth was adjusted, and the procedure was completed with another plate without resulting in any patient harm, and only a 10 minute procedural delay.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: this event could be attributed to the pilot hole not being drilled to the correct depth initially, as reported. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that after cage insertion, a pilot hole was drilled to full depth with an awl, but the anchoring plate was not able to go in all the way. The plate was discarded, the depth was adjusted, and the procedure was completed with another plate without resulting in any patient harm, and only a 10 minute procedural delay.